Manufacturer narrative:
Visual inspection of the returned complaint device confirmed the complaint that the exit marker was detached and not returned. A kink was also noted on the shaft. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and no deviation was found. A search of the complaint database revealed that no other complaints have been reported for the specified lot.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during a dilation procedure performed on (B)(6) 2017. According to the complainant, upon withdrawal of the device, the exit marker dislodged from the catheter. It was noted that the exit marker did not fully dislodge into the patient, and the exit marker came out of the patient when the device was removed from the endoscope. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during a dilation procedure performed on (B)(6) 2017. According to the complainant, upon withdrawal of the device, the exit marker dislodged from the catheter. It was noted that the exit marker did not fully dislodge into the patient, and the exit marker came out of the patient when the device was removed from the endoscope. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.